Event description:
The incident involved a chemoclave vented bag spike. The reporter stated that when the sample was connected to the ch3034 (5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap), the solution leaked. It was noted that the silicone was sunken. The event occurred during infusion. The set was replaced and the therapy resumed. The drug was not replaced. The chemotherapy drug name was unknown. Device was not reprocessed/ resterilized. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The used ch-14 chemoclave vented bag spike was confirmed to have the silicone seal of the clave component stuck down. The probable cause of the spike and seal damage resulting in the stick down is typical of access with an incompatible mating device during use. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 1,55 mm and 2,8 mm. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.